Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for parameters and the device could not be interrogated. Return to standard and a software download were unsuccessful. Therefore, the device was replaced.